Event description:
Related manufacturing reference number: 2017865-2023-40677. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was sensing noise, which caused some phenic nerve stimulation resulting in minor discomfort, and the ra lead had no slack. Additionally, it was noted that the left ventricular (lv) lead had no capture because it was dislodged, which was discovered via a chest x-ray. The ra and lv leads were explanted and replaced. The patient was stable throughout the procedure.